Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected power loss anomaly, check bolus alarm and settings alarm due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 272 mg/dl and 259 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.